Manufacturer narrative:
The suspect product is the inform meter.

Event description:
A member of the firmware upgrade team reported pins 3 and 4 of the inform meter were blackened. No patient injury was reported and no treatment was received. This event occurred in the hospital. Technical support requested the return of the suspect product and replacement product was shipped. The inform system: